Manufacturer narrative:
The reported cone is not an approved siemens accessory. No similar issues have been reported before.

Event description:
It was reported that during an examination on the axiom luminos drf system, an iron and lead locator cone were used. The cone detached itself from the collimator rails and fell on the table. The falling part weights approx 1-3 kilogram. There were no injuries reported with this incident. The reported event occurred in (B)(6).